Manufacturer narrative:
Customer requested remote service : quote for replacement part provided.

Event description:
The customer requested the quote for the replacement capacitor. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the capacitor replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.